Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 25-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-aug-2015 for the following meddra preferred term: pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant three times with essure. This case refers to the third pregnancy. She got rid of the essure, by hysterectomy, but the pain lingers. Both events are serious due to medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, she was too depressed to continue with her third pregnancy which resulted in termination. A hysterectomy was performed, but the pain continues. Given a compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to required intervention performed.

Event description:
This is a spontaneous case report received from a consumer via news article in (B)(6) on 14-jul-2015. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported she did become pregnant - three times - resulting in two terminations and a baby. This case refers to the third pregnancy. The other two pregnancies cases were created under references (B)(4) (first and second pregnancy respectively). After first and second pregnancies, the consumer became pregnant again. She was too depressed to continue with her third pregnancy and successfully sued her gynecologist for negligence and breach of contract because he assured her the device was working after the first pregnancy and failed to advise her to use further contraception. On unspecified date she got rid of the essure, by hysterectomy, but the pain lingers, she stated that felt so blessed that she had three healthy kids, but she feels for the two souls.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant three times with essure. This case refers to the third pregnancy. She got rid of the essure, by hysterectomy, but the pain lingers. Both events are serious due to medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, she was too depressed to continue with her third pregnancy which resulted in termination. A hysterectomy was performed, but the pain continues. Given a compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to required intervention performed. A product technical analysis is being sought. Follow up will not be possible because adverse event was reported in a news article.

Manufacturer narrative:
Follow-up information received on 01-nov-2015 via news media: consumer reported essure was inserted in 2006 (nine years before this report; essure model amended to 205). Two years before the time of this report (2013), she had her third pregnancy and her second abortion. She decided to get surgery. During the procedure, it was discovered the essure coils had pushed out of her fallopian tubes, causing the three pregnancies. She explained she had a full hysterectomy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-nov-2015 for the following meddra preferred term: pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant three times. This case refers to her third pregnancy, which was terminated. She got rid of the essure, by hysterectomy, but the pain lingers. After the surgery, it was discovered the essure coils had pushed out of her fallopian tubes. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, essure had pushed out of consumer's fallopian tubes. This device dislocation could have been a contributory role in the reported device failure (pregnancy). However, since it is unknown if the devices dislocated before or after pregnancy onset; causality with the suspect insert cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on available information, there is no reason to suspect a quality deficit of the product. Follow up will not be possible because adverse event was reported in a news article.